Manufacturer narrative:
A review of complaints for the alinity I total psa, lot# 43362fn00 assay determined that there are no trends for the product related to patient results. Return testing was not completed as returns were not available. A retained kit of reagent lot 43362fn00 was tested for accuracy and the data shows that the performance of the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I total psa, lot# 43362fn00 assay.

Event description:
The customer reported a falsely elevated alinity I total psa result on a patient. Results provided: (B)(6) 2023 = 46.77 ng/ml. (B)(6) 2023 on another alinity = < 0.003 ng/ml, this alinity = < 0.003 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p92-30 that has a similar product distributed in the us, list number 7p92-31.

Event description:
The customer reported a falsely elevated alinity I total psa result on a patient. Results provided: on (B)(6) 2023 = 46.77 ng/ml. On (B)(6) 2023 on another alinity = < 0.003 ng/ml, this alinity = < 0.003 ng/ml no impact to patient management was reported.